Manufacturer narrative:
The team of engineers believes that the likely root cause of this issue is a potential output bridge failure that manifested during reverse polarity shock delivery. This could result in an open lead condition during the reverse polarity segment of therapy delivery, with that portion of the energy not being delivered as intended. Although, collectively, analysis and testing results suggest the device, rather than the lead, is the root cause of the issue, a lead issue cannot be ruled out without additional testing. At this time no further testing or programming changes have been made and the physician will continue to monitor the patient via the remote home monitoring system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient presented to the emergency room after received eight shocks for ventricular fibrillation (vf) which did not convert the arrythmia, therapy was exhausted. A remote interrogation found a code which indicated a high out of range shock impedance when delivering one of the shocks. Review of the data found that the first seven shocks had normal impedance values. When the device went to reversed polarity, the high shock impedance was seen. A 360 joule shock was given to convert the patient. They delivered a max energy shock at 41 joules and a 1.1 joule sync in reversed polarity with no error message. The shock impedance value during testing was 90 ohms. The device was programmed to monitor only per physician discretion. Boston scientific engineers reviewed and recommended that the device be explanted as the reverse polarity impedance was still very high. Engineering noted that even though the commanded test did not result in a fault, it may be likely that the reverse polarity is not functioning normally. It was noted that this patient has a left ventricular assist device (lvad) and the physician feels any procedure to remove the device would put the patient at high risk for infection. Engineering noted that all shocks within the zone are delivered at the programmed polarity except the last shock in the zone which is delivered in the opposite polarity. The physician is questioning if they could leave the device programmed to standard polarity and hope that the device converts a future arrhythmia before the last shock. Engineering noted that if all shocks are delivered, the last one will be in reversed polarity, but may not be delivered effectively. The patient is not in a condition to perform any surgical intervention, thus the patient will continue to be monitored via the remote monitoring system. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the patient passed away at home approximately three months later. There were no allegations reported around the time of death. The field representative reached out to the patient's clinic for additional information. The clinic had documented in records that the patient was hospitalized in early june with lvad drive line issues. At that time, there were no problems with the implantable cardioverter defibrillator (ICD). As of the patient's remote monitoring device check on (B)(6), the device was functioning normally. The field representative did not believe the physician had any allegations or complaints against the device contributing to the patient's death based on the available information from remote monitoring transmissions and reasons surrounding the patient's prior hospital admittance. The status of device disposition post-mortem is not known. Remote monitoring data was reviewed by boston scientific's medical safety team. As of (B)(6) 2016, the device was programmed to monitor plus therapy. No episodes were recorded. No fault or error codes were identified. There were no out of range lead measurements identified either. Medical opinion is that the product did not cause or contribute to the patient's death based on available information from remote monitoring transmissions and reasons surrounding the patient's prior hospital admittance.